Event description:
It was reported that this implantable cardioverter defibrillator was successfully explanted due to erosion. No further adverse effects were reported.

Manufacturer narrative:
The device was returned to boston scientific post-market laboratories, the baseline testing completed on the device found no abnormal conditions. All testing completed on the device passed or was not applicable. The infection and the erosion allegations could not be confirmed by laboratory analysis. Additional information was added to the following fields: g2: report source.

Manufacturer narrative:
The device was returned to boston scientific post-market laboratories, the baseline testing completed on the device found no abnormal conditions. All testing completed on the device passed or was not applicable. The infection and the erosion allegations could not be confirmed by laboratory analysis.

Event description:
It was reported that this implantable cardioverter defibrillator was successfully explanted due to erosion. No further adverse effects were reported.